Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the alarm. There was no adverse impact to the customer's blood glucose level. Customer declined to provide any further information.